Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument had a fractured pulley cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and no damage was detected. The issue was unrelated to the opening/closing or the left/right (yaw) motion of the grips or the up/down (pitch) motion of the wrist. There were several cables visibly protruding from the distal end of the instrument; however, no fragments fell inside the patient¿s anatomy.